Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed "replace generator soon" (eri) message. The eri message did trigger and the application was updated confirming that the battery voltage is below 2.73 volts.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019.